Manufacturer narrative:
Reporter is a synthes employee. Complainant part is not expected to be returned for manufacturer review/investigation the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device history lot: part: 04.647.125s. Lot: l648295. Manufacturing site: (B)(4). Release to warehouse date: nov 09, 2017. Expiry date: nov 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was doing an anterior cervical discectomy and fusion and as he was putting the cage in the plate part of the cage came off. We tried to reattach it and put it back in and it came off again. We had to open a new cage. This complaint involves one (1) device.